Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer will continue to use the pump for insulin delivery. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Caller will continue to use current cartridge. Customer¿s blood glucose level was 240 mg/dl.